Event description:
The captor value of a flex main body zt device failed during aaa procedure on (B) (6) 2010. The male patient lost one liter of blood due to the valve not being able to close. The blood loss became worse after top cap deployment, but full deployment sequence was continued and procedure was completed. The blood was sent to the cell salvage machine, washed and given back to the patient. No additional patient information was provided by the reporter.

Manufacturer narrative:
(B) (4) - blood loss is listed in IFU. Valve leakage is not specified in the IFU. Check-flo discs critical dimensions are inspected prior to further processing and inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. The iris valve is confirmed to open and closes without issue and a leak test is also performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. One device was returned in a used and contaminated condition to assist in this investigation. The valve control rotated on valve collar. The iris valve was not functional. The top flange of the iris was not rotating with the valve control. Preventing iris valve from fully opening or closing. The check-flo discs were extended and appeared to not close. Subassembly was not returned. The sheath was flushed. The device was leak tested using a 20 cc syringe. The device leaked through the iris valve with little pressure. The captor valve was disassembled. The valve chamber and valve collar separated by hand. The valve collar was examined. There was no blood in collar, indicating that the device leaked through the check-flo discs and iris valve. The check-flo discs were examined. All three discs had severe off-center tears. A hole could be seen through all three discs. The rotator and cap were disassembled. The iris valve flange was not seated in the rotator. We are aware of the potential for leak through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate in-house engineering, technician, and product manager personnel of the event and continue to monitor for similar complaints.